Event description:
Two (B)(6) nurses, from the same facility, accidentally stuck themselves with used lancets when trying to remove them from the microlet 2 lancing device. Several blood tests were performed on the nurses after the incidences and it was reported that everything is fine. Microlet 2 and the lancets are being returned for evaluation.

Manufacturer narrative:
(B)(4): there was only one nurse involved in the accidental needle stick and the device was destroyed by the facility.

Manufacturer narrative:
(B)(4). Lancing devices are not serialized or assigned lot numbers. Lancing devices are also not 510(k) cleared.